Manufacturer narrative:
Concomitant: product ID 7426, serial# (B)(4), implanted: 2004-(B)(6), product type implantable neurostimulator. Product ID 3387-40, lot# j0428226v, implanted: 2004-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 3387-40, lot# j0444274v, implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
The patient had an MRI on his head and shoulders to check the hematoma which caused the implantable neurostimulator (ins) to lose programs/ information. The MRI was done every few years. The patient was indicated for movement disorders. No further information was provided. If additional information is received, a follow-up report will be sent.